Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant. The outcome was device or therapy related. The pump was explanted.

Event description:
The patient had a very damaged driveline for their heartmate ii which had been previously replaced and there was no way to replace any driveline. The device operated as expected. MFR#2916596-2020-04004, previous dl repair/replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.